Event description:
It was reported that the tandem mobi pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to send a replacement wall adapter, charging cable, and charging pad via two-day shipping, and if the pump battery depleted before these replacements arrived, the customer was advised to rely on their current manual insulin delivery method, which was at 95% capacity.